Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) -year-old (B)(6) male patient had impella cp pump inserted in an unknown insertion site for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed bleeding at the impella access site. As a result, blood products were administered, amount was not provided. No further information was provided.